Event description:
The customer reported that the pump unexpectedly displayed a reset screen, though it did not need to be plugged in to turn back on. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as the issue occurred multiple times during updates, even though it was under warranty. The customer was instructed to continue using the current pump for backup therapy and understood how to store and return the defective pump with a pre-paid label within 10 days.